Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. Poor visualization of the leaflets during the procedure. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use (IFU) states to use echocardiographic imaging to verify satisfactory coaptation. All available information was investigated and the reported slda appears to be related to patient morphology/ pathology and user technique (improper or incorrect procedure or method) as visualization difficulties were reported during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4, degenerative mitral regurgitation (mr). Reportedly, visualizing the leaflets was difficult and only one leaflet could be visualized at a time. The first clip was positioned and implanted; however, after removal of the gripper line, without resistance, it was noted that the clip detached from one leaflet, but remained attached to the other leaflet (slda). Two additional clips were implanted to stabilize the slda clip and to reduce mr. Mr was reduced to 2. No additional information was provided.